Event description:
In a review of published literature, these findings were noted: nakai m, sato m, sato h, sakaguchi h, et al. Midterm results of endovascular abdominal aortic aneurysm repair: comparison of instruction-for-use (IFU) cases and non-IFU cases. Japanese journal of radiology. Of 124 pts (104 men, 20 women; mean age of pts with excluder 77 years; age range 58-93 years) with aaa who underwent evar with the zenith (68 pts) or excluder device (56) and were analyzed, 86 were IFU and 38 non-IFU. This article mentions that 3 pts who were implanted with gore excluder aaa endoprosthesis had type ii endoleaks and aneurysm enlargement that required intervention. Specific info on one pt was obtained. On (B)(6) 2010, this pt was implanted with gore excluder aaa endoprosthesis (pxt231416, pxc121200, and pxl161007) to treat an abdominal aortic aneurysm. During the procedure a proximal type I endoleak was identified. An aortic extender component was implanted to repair the endoleak. Although the type I endoleak slightly remained, the physician decided to monitor the pt and completed the procedure. Three months after the procedure, the slight proximal type I endoleak resolved. On unk date, two year f/u image revealed a type ii endoleak, leading to aneurysm enlargement of more than 5mm. The origin of the endoleak was lumber artery. On (B)(6) 2010, an intervention occurred whereby the lumber artery was embolized with n-butyl cyanoacylate (nbca). The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.